Event description:
Analysis was completed on their explanted generator. Results of diagnostic testing indicated the device was operating properly and communicated properly, no ifi or eos condition was observed during analysis. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
The patient had their generator replaced on (B)(4) 2012 and it was returned for analysis. Analysis is pending completion.

Event description:
It was reported that a vns patient's generator was ifi=yes and the physician assistant in the office felt it was too soon for a replacement. The patient was set to output current=2ma, and at 30sec on, 0.5min off their therapy was lowered to 1.75ma. Per the patient's mother they have had 7 seizures in the past 3 months and additionally have insomnia. Their increase in seizures is not above their prevns baseline level. The patient was instructed to go the emergency room for their seizures on (B)(6). The patient will be scheduled soon for their generator to be replaced but at this time no surgery date planned. Good faith attempts will be made for product return once that occurs.

Manufacturer narrative:
(B)(4).